Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on bolus, esc, act, up arrow and down arrow button. No button error alarm during testing. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. Keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.